Manufacturer narrative:
Imdrf code f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization. The orbera balloon was not returned for evaluation and there was no media available for analysis. The reported events could not be confirmed. A risk review of the orbera was completed and confirmed that the events of vomiting, renal insufficiency/failure, dehydration and hospitalization or prolonged hospitalization were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Additionally, it was confirmed that the following adverse event is anticipated in the IFU: vomiting, renal insufficiency/failure and dehydration. Based on all gathered information, for the event hospitalization or prolonged hospitalization, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, it will be classified as cause not established. For the events of vomiting, renal insufficiency/failure and dehydration, these adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). For this reason, these events are catalogued as known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2026. Following the procedure, the patient reported vomiting and dehydration. The patient was reported to have kidney failure and admitted to the hospital on (B)(6) 2026, for eight days. The balloon remains implanted. The patient was discharged from the hospital on (B)(6) 2026 and is expected to fully recover.